Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "poor wound healing". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: wound dehiscence. Clarification to initial report sent to FDA e4: medwatch voluntary sus report number was not provided.

Event description:
FDA representative reported, on behalf of a consumer, that a patient "initially underwent breast reconstruction (immediate breast reconstruction with pre-pectoral tissue expanders, implantation of alloderm for soft tissue reinforcement, and internal ryan flap: adjacent tissue transfer and re-arrangement of tissue) on (B)(6) 2024, and subsequently underwent nine additional surgeries due to poor wound healing." The breast implant was partially explanted on (B)(6) 2024 and the alloderm continued to "ooze out of a hole that was not healing." Device status is unknown.